Event description:
The original case was on (B)(6) 2011. On (B)(6) 2011 a post operative x-ray revealed a 4mm flute of arthrex's low profile reamer in posterior aspect of knee. On (B)(6) 2011, x-ray done, flute appeared to have moved to intercondylar notch. Patient intervention: (B)(6) 2011 arthroscopic assisted and fluoroscopic guided removal of metal foreign body performed. Confirmed metal object: low profile flute. Stated device was not reused.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history was not performed as the lot number was not provided. Evaluation of the returned broken tip of the reamer revealed a fracture with rough surface and little deformation. Device met all material specifications as received. Complainant's event was most likely caused by the device being hit against other metal devices or prying/leveraging the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.